Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went through an off-label magnetic resonance imaging (MRI) procedure without previously programming the MRI mode. Reportedly, the next day another MRI was attempted, and this time, the MRI mode was tried to be programmed. However, the s-ICD kept showing communication difficulties after multiple attempts and troubleshooting were performed to successfully connect it to the programmer. A magnet was used, but the device was unresponsive. The clinic believed that this issue was a result of the off-label MRI performed. Technical services recommended to replace this s-ICD as soon as possible as it may be non-functional, and therapy cannot be guaranteed. This s-ICD remains in service and no adverse patient effects were reported.